Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic apin') in a (B)(6) female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control as well as diazepam (valium), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and povidone-iodine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy (partial), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: impression: endometrium 0.4 cm. No abnormal adnexal masses. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and migraines / headaches. Outcome of event pelvic pain updated. New reporters were added. Plaintiff's information was updated. Date of removal added. Concomitant drugs, conditions were added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('genital abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and female condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and povidone-iodine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and affective disorder ("hormonal changes describe: complicated mood"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with sertraline hydrochloride (zoloft) and surgery (ablation, d & c and hysterectomy with unilateral salpingo-oophorectomy-right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, migraine, abdominal pain and affective disorder outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: impression: endometrium 0.4 cm. No abnormal adnexal masses. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received- new event hormonal changes describe: complicated mood were added. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and female condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control, propranolol for blood pressure as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since(B)(6) 2012 and povidone-iodine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), migraine ("migraines / headaches") and affective disorder ("hormonal changes describe: complicated mood"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleeding"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was treated with cetirizine hydrochloride (zyrtec allergy), sertraline hydrochloride (zoloft), triamcinolone acetonide (nasacort) and surgery (ablation, d & c and hysterectomy with unilateral salpingo-oophorectomy-right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and metrorrhagia had resolved, the menorrhagia, vaginal haemorrhage, depression, anxiety and affective disorder was resolving and the genital haemorrhage, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. She received treatment for events pain and bleeding, migraine and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position.. Pregnancy test urine - on 19-dec-2012: negative. Ultrasound pelvis - on 24-aug-2012: impression: endometrium 0.4 cm. No abnormal adnexal masses.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine lot number: 740666 manufacturing date: 2010-05 expiration date: 2013-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Patient¿s race was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic apin') in a 34-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and female condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), nsaids since september 2012, paracetamol (acetaminophen) since september 2012 and povidone-iodine. In august 2012, the patient had essure inserted. In august 2012, the patient experienced migraine ("migraines / headaches"). In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy (partial), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and aug-2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: impression: endometrium 0.4 cm. No abnormal adnexal masses.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and female condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), nsaids since september 2012, paracetamol (acetaminophen) since september 2012 and povidone-iodine. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and affective disorder ("hormonal changes describe: complicated mood"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleeding"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was treated with sertraline hydrochloride (zoloft) and surgery (ablation, d & c and hysterectomy with unilateral salpingo-oophorectomy-right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and metrorrhagia had resolved, the menorrhagia was resolving and the genital haemorrhage, vaginal haemorrhage, depression, anxiety, abdominal pain, affective disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. She received treatment for events pain and bleeding, migraine and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: impression: endometrium 0.4 cm. No abnormal adnexal masses.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: received. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012). Added event post procedural complication, metrorrhagia. Outcome of events metrorrhagia, pelvic pain, migraine was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and female condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and povidone-iodine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), migraine ("migraines / headaches") and affective disorder ("hormonal changes describe: complicated mood"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleeding"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was treated with sertraline hydrochloride (zoloft) and surgery (ablation, d & c and hysterectomy with unilateral salpingo-oophorectomy-right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and metrorrhagia had resolved, the menorrhagia, vaginal haemorrhage, depression, anxiety and affective disorder was resolving and the genital haemorrhage, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. She received treatment for events pain and bleeding, migraine and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: impression: endometrium 0.4 cm. No abnormal adnexal masses.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine. Most recent follow-up information incorporated above includes: on 31-jul-2020: pfs received. Event onset date added. Event outcome updated for events vaginal hemorrhage, depression, anxiety, migraine. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and female condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and povidone-iodine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), migraine ("migraines / headaches") and affective disorder ("hormonal changes describe: complicated mood"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleeding"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was treated with sertraline hydrochloride (zoloft) and surgery (ablation, d & c and hysterectomy with unilateral salpingo-oophorectomy-right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and metrorrhagia had resolved, the menorrhagia, vaginal haemorrhage, depression, anxiety and affective disorder was resolving and the genital haemorrhage, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. She received treatment for events pain and bleeding, migraine and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: impression: endometrium 0.4 cm. No abnormal adnexal masses.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine. Lot number: 740666 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') and genital haemorrhage ('genital abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discomfort, pelvic mass, genital bleeding, infection and female condom. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012 for birth control as well as diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and povidone-iodine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. In the left side 5 coils trailing into the uterine cavity. In the right tubal ostia, we have 7 coils trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Result: total bilateral occlusion. Impression: no spillage through either fallopian tube. Essure implants appear to be in good position.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: impression: endometrium 0.4 cm. No abnormal adnexal masses.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: as per pfs - added events genital abnormal bleeding, abdominal pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report